Event description:
It was reported that during a colectomy procedure, the device was used on the patient and the patient was returned to the operating room with post-op bleeding and had four units of blood loss and the patient had to be opened. Unk how the case was completed. The pt required blood products. The device was disposed.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.